Event description:
It was reported that this lead was explanted due to lead fracture, noise and insulation damage. It was noted that the lead was extracted due to twiddler syndrome. Furthermore, the physician experienced difficulty to retract and remove this lead. The lead was partially explanted and part of it remains implanted. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Event description:
It was reported that this lead was explanted due to lead fracture, noise and insulation damage. It was noted that the lead was extracted due to twiddler syndrome. Furthermore, the physician experienced difficulty to retract and remove this lead. The lead was partially explanted and part of it remains implanted. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The lead was returned severed at approx. 92 mm from the terminal end and only the proximal segment was returned. There was blood and body fluid noted in the lumen. The surface abrasion observed on the proximal end of the boot. The setscrew marks were in the correct location on the terminal pin. The boot and insulation were pulled away from the terminal pin likely from twisting of the lead. The inner insulation was ripped in spots from the twisting. Visual inspection revealed twisting of returned portion of the lead. A fractured rf+ conductor was observed at approx. 92 mm from the terminal end. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and h11 additional MFR narrative: this segment of lead was thoroughly inspected and tested upon receipt at our post market quality assurance laboratory. Visual examination confirmed the lead had been severed at approximately 92 millimeters (mm) from the terminal end and only the proximal segment was returned. Additionally, this segment of lead exhibited signs of damage consistent with twiddlers syndrome (i.e., the lead body appeared twisted, the insulation had been pulled away from the terminal pin, and the rf+ cable was fractured). This damage would have caused the clinically observed noise. Because the distal end of the lead was not returned, the allegation of difficulty retracting the helix could not be confirmed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that the patient implanted with this lead was suspected to have exhibited twiddlers syndrome. This lead exhibited noise and a revision procedure was undertaken. It was reported that difficulty retracting the helix, and then removing the lead from the patient, was encountered; however, a portion of this lead was successfully removed. Inspection of the lead segment noted insulation damage, and the lead was suspected to be fractured. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. The explanted portion of lead was returned for analysis. A supplemental report will be provided upon completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.